Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to corroded keypad traces. There was no sticking buttons. There was no moisture damage on the electronic assembly and motor. The pump had normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms. The pump had cracked display window corners, cracked lcd window, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 62 mg/dl at the time of incident. The customer stated that she went on a bike ride and her blood glucose was dropping. She tried to bolus and the buttons were sticking. She replaced the batteries but it alarmed battery out limit and failed battery test. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.